Manufacturer narrative:
Additional information has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Patient implanted with prodisc-l on (B)(6) 2008. Patient reported the following: continued pain for two years. Unable to work. Describes pain as equal bilaterally and centered in lower extremities. Pain comes and goes equally. Distraction brings the pain out of the legs. Medication does not work. Pain feels like a low-level voltage and a constant feeling of the onset of a charlie horse. Pain is aggravating and steals comprehension and focus. This is the 3rd of 3 reports submitted on this event.